Manufacturer narrative:
Failure analysis revealed that the insulin pump did not alarm button error. The device had unresponsive buttons due to corroded keypad traces. Further testing could not be performed due to the unresponsive buttons. The unit had moisture damage on the electronic assembly and motor.

Event description:
The customer reported that the insulin pump alarmed button error alarm and there might be water under the screen. The customer stated that he was hospitalized due to low blood glucose. Advised the caller to revert to back up plan. No further information was provided.